Manufacturer narrative:
H3 this report is based solely on the information provided by the customer. Customer confirmed they will not be returning product since there was no product failure. Customer attempted to recreate issue but could not repeat. The product was reset and worked as intended. A device history (DHR) review found no non-conformances or anomalies related to the lot number associated with this complaint, units passed testing prior to release for distribution. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states check that alarm is on and that sensor belt/alarm system is working properly each time before leaving patient unattended. Pull first yellow strap to activate alarm then connect for monitoring. Stop use at once if alarm fails to sound. Before leaving the patient unattended, explain the purpose for the belt. Make sure the patient understands: the need to call for assistance before exiting the chair; and how to self -release. Ensure all parts of the system are operational before leaving patient unattended. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reporting a complaint on product # 8399. Customer states that velcro was no fastened and was laying to the sides of the chair. The alarm showed green and looked activated but no sound. It did not alarm when the patient removed velcro tab. The patient suffered a cut on their hand. Alarm was reset and seemed to work then.